Event description:
Customer reports back to back testing on the same meter, while using the advantage system with results of hi (>600mg/dl), and 180mg/dl. No quality controls were run on the suspect strips. No adverse event reported. Customer no longer has strips; a replacement was sent.